Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(6). The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported suction loss during raster pattern. The cone issue with an intralase patient interface (pi) occurred after the laser fired. It was noted that one (1) flap/ring procedure was replaced and the surgery was completed successfully. There was no patient injury reported. This report is two (2) of two (2).